Manufacturer narrative:
Please note that the investigation was performed only on the components (led display), as these were the only samples provided by the customer. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Event description:
It was reported that the devices have missing segment on led display. The issue was identified during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices have missing segment on led display. The issue was identified during preventive maintenance. There was no patient involvement.